Event description:
It was reported that this right atrial lead exhibited failure to capture during a threshold test. No changes have been performed as this was temporary. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).